Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar events. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. The poor image resolution was due to case circumstances as it was reported that visualization of the second clip was challenging due to the first implanted clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
This is being filed to report (single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization of the second clip was challenging due to the first implanted clip. The first clip was successfully deployed in the middle part of the mitral valve. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed in the medial side of the mitral valve. However, the second clip detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.